Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The device was being used for the gastric stapling. The stapler was not able to fire, therefore, the staple line was incomplete. The surgeon was able to press the green button but could not squeeze the handle. There was no problem loading or unloading the device. The jaws of the device did lock onto tissue. Itwas removed in the normal fashion but with increased force required to pull back release mechanism. In order to resolve the issue and complete the case, a new device was opened and utilized without further incident. There was no patient harm. The patient status is alive, no injury. The patient medical history is morbid obesity